Event description:
The pump was returned for investigation. Investigation revealed a dim, fading, reddish colored display, a cracked battery compartment, and contamination under the contrast, up, and down button contacts. This report is made based on results of investigation completed on 10/03/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/03/2014 with the following findings: the display was observed to be dim, fading, and reddish in color. The keypad cover was observed to be torn between the up and down buttons; all keypad buttons responded normally to testing. The battery compartment was observed to be cracked below the bumper pad. The keypad cover was removed for further investigation and contamination was found under the contrast, up, and down button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.